Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the cardiac intensive care unit due to ventricular tachycardia (vt) despite the provided treatment. A request was made for technical services (ts) to retrieve stored data from this device, as the patient did not have the communicator available at the hospital. Ts advised that the only method to obtain the requested information is by performing a device transmission. Upon review of available records from previous transmissions, ts found evidence of a vt episode during which the anti-tachycardia pacing (atp) further accelerated the rhythm into the ventricular fibrillation (vf) zone. Subsequent shock therapy successfully terminated the arrhythmia. No additional adverse patient effects were reported. This crt-d remains in service